Manufacturer narrative:
The electrode lot numbers and expiration dates were requested but were not provided. The customer found blood stains around the cuvette and suspected the sample probe was clogged. The customer replaced the cuvette, performed cleaning, cleaned the sample probe, and performed an air purge. The field service engineer checked the analyzer and did not find any issues. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
There was an allegation of questionable ise indirect gen 2 results from the cobas 6000 c501 module. The initial sodium result was 178 mmol/l and the repeat result was 140 mmol/l. The initial chloride result was 113.2 mmol/l and the repeat result was 99.9 mmol/l. The questionable results were not reported outside of the laboratory.